Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
A correction of fields # d1 brand name, # d4 version or model #, and # d4 - unique identifier (UDI) was required. D1 brand name: - previous brand name: servo-I - corrected brand name: servo-I base unit. D4 version or model #: - previous version or model #: servo-I - corrected version or model #: 6487800. D4 unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). Our field service engineer investigated the unit on-site, where the issue was confirmed. During troubleshooting, the expiratory cassette was swapped, but this did not resolve the issue. After replacing the expiratory valve coil and the o2 sensor, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The provided device logs confirm the issue with the failed safety valve test and o2 sensor test. The expiratory valve coil and the o2 sensor were returned for further investigation. Visual inspection of the returned parts revealed no abnormalities. Simulated use testing of the o2 sensor passed the puc. After passing, ventilation was performed successfully for 24 hours without generating any alarms or errors. After ventilation, several pucs were performed, and all of them passed. No issues could be reproduced or found for the o2 sensor. Simulated use testing of the returned expiratory valve coil, on the other hand, failed the puc with internal leakage, pressure transducer, and safety valve tests. During ventilation, it triggered several alarms, such as expiratory minute volume low, safety valve test failed, and vt insp. Overrange. The device logs from the simulated use testing showed that the device failed to build up enough pressure, as it was not possible to reach a pressure of 80 cmh2o. To determine if there was any internal dysfunction in the expiratory valve coil, the resistance of the coil was measured. It showed 3.9 ohm, which according to the specification, is within the desired limit (3.5-4.5 ohm). Our investigation has concluded that the device failed to meet its specifications. Upon examining the o2 sensor, no faults were detected, indicating that there were no issues with that part. In contrast, the expiratory valve coil consistently reproduced the aforementioned issues. Therefore, it can be concluded that the reported problem is due to a defective expiratory valve coil. The precise cause of the expiratory valve coil's failure remains undetermined, as it was not possible to determine which specific part inside the coil was defective.

Event description:
It was reported that the ventilator failed safety valve test and o2 cell/sensor test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).